Event description:
It was reported that the keepsafe fall monitor alarm model 8350 had various issues but, did not elaborate. No patient injury reported. Inspection of the alarm by posey shows that it had no alarm tone when it was powered on.

Manufacturer narrative:
Evaluation codes: results: (other) - the alarms rj-11 pins in the sensor receptacle are bent. There no alarm tone when powered on.